Event description:
During a routine procedure, a nurse experienced gross allergic reaction to the product after using the wipe to remove plaster from a patient. The nurse inhaled fumes from the wipe. Within one hour patient experienced a headache. Two hours later patient experienced loss of vision in left eye, nausea, tight chest, painful nose, and running eyes. Patient self treated headache for one week with analgesic, and patient still felt unwell, dizzy, photophobia, and nausea. Patient is asthmatic and allergic to alcohol products. In 2005, the nurse reported that their vision had cleared and their breathing peak flows were back to normal. Patient also had not sought medical attention for this incident.